Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse discovered that the quality controls (qc) were low and the calibrators were high for the troponin assay. The fse further checked the instrument and ran dry, wetwater, and wetwash 1 several times, and then attempted to calibrate the troponin assay, which was cancelled because of a ring move error. The fse restarted the calibration, and it failed again. A hard reboot of the system was performed, and the system calibrated. The acid, base, and wash 1 were then decontaminated with peroxide. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant troponin results were obtained on patient samples using the advia centaur instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun, and the corrected results were reported to the physician(s). Some patients were admitted to the cardiac unit, and stress tests were ordered and later cancelled. There are no known reports of adverse health effects as a result of the discordant troponin results.